Event description:
During esophagogastroduodenoscopy (egd) procedure, the physician was taking a biopsy of a suspect lesion in the esophagus using the radial jaw 4 biopsy forcep. It was reported to boston scientific that the biopsy jaws took a larger bite than anticipated which caused excessive bleeding. The physician reported that two clips were placed at the biopsy site to control bleeding. The patient's condition is reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. The suspect device is not available for eval. The relationship of the device and the event is undetermined.